Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was inserted into cartridge folded in concave, the following haptic was not bending into cartridge. The surgery was completed on the same day and there was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klotho-related protein (klrp) for further evaluation. Both haptic/optic junctions have small cracks. However, both haptics were pliable when manipulated with no abnormalities observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of qualified associated products. The root cause for the reported complaint cannot be confirmed. The lens was cleaned with klrp for further evaluation. Both haptics were pliable when manipulated. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Per the instructions for use (IFU): use the company cartridge at operating room temperatures between 18 degree centigrade (64 degree fahrenheit) and 23 degree centigrade (73 degree fahrenheit). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).